Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found the internal wires were broken inside the catheter. The catheter material was severely mashed 8 cm from the tip of the catheter. The catheter was mashed 21.8 cm from the connector. No functional testing was possible due to the condition of the valve as received. The supplier was able to confirm the reported issue and determined the cause to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device stopped to measure while in use. The surgeon commented that the icp sensor or cable might be disconnected (cut inside the code) by tightening the suture too much. The same back-up product was used on this surgery. There was no adverse consequence to the patient and no information was provided by hospital reported.